Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer cannot get a cartridge to load on during the load sequence. The contact stated there was an issue with the pump recognizing the cartridges. There was no reported impact to the customer's blood glucose level. No further information was provided.